Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was calling to make sure that it was okay for them to make adjustments to their setting because they started to realize they were retaining more, and it had been 2 weeks. The patient was redirected to their healthcare provider to discuss if they would like the patient to be making adjustments. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that the patient was implanted for retention, pain, and chronic bladder and kidney infections; they were diagnosed with bladder dysfunction, high tone pelvic floor, and ic. They had gone through the process of medication, hydrodistention, pelvic floor trigger point injections, and physical therapy, but none had worked until implant. They reported currently getting results for the good. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.